Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted using a proglide device via an 8f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, a suture retrieval issue occurred. There appeared to be only one suture instead of two noted during plunger retraction. No suture break was suspected. Two new proglides were successfully pre-placed in the rcfa and two proglides were pre-placed in the left common femoral artery (lcfa). The sheath size was upsized to 18f on the rcfa and 12f on the lcfa. The aaa was completed and hemostasis was successfully achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.